Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker stated that their communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and the issue was resolved. Additionally, a lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker stated that their communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and the issue was resolved. Additionally, a lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker stated that their communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and the issue was resolved. Additionally, a lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) lead. At this time, this device remains in service and there were no adverse patient effects reported.